Event description:
Length of the two jaws were different and tip of the jaws were deformed. When customer clamped the artery, the tip of the jaws caught the vein under the artery and it caused bleeding from the vein. No complication since doctor stopped the bleeding immediately. Actual device was discarded, but the same deformation was observed on the sample.

Manufacturer narrative:
Device has not been evaluated at this time.